Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p128 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p128 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The product monitoring data is within control limits. The customer provided photographs for evaluation. The kit and smart card were not returned. A review of the customer provided photographs show that the centrifuge bowl had dislodged from the bowl holder during a treatment. A known cause for the centrifuge bowl to dislodge out of the bowl holder is due to the bowl not properly installed into the bowl holder by the end user. A material trace of the bowl assembly and its components used to build lot p128 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause of the centrifuge bowl break is most likely due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4). N.s. (B)(6) 2025

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure after 900ml of whole blood was processed. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer will return photographs for investigation.